Event description:
It was reported that subsequent to a tunica vaginalis testis procedure, the pt presented with pain during intercourse. Upon examination, the mesh was palpated under the surface of the vaginal wall. The physician reported that the pt did not comply with postoperative instructions in delaying intercourse.